Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated apparent explant damage. The lead was returned with dried blood on the helix and within the sleevehead. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead dislodgement was confirmed via remote transmission and x-ray. A device interrogation in the emergency room indicated that the rv lead was sensing in the atrium. During the lead revision procedure, the lead helix appeared to malfunction. When the lead was removed from the body, it was confirmed that the helix would not extend. The rv lead wasexplanted and replaced. No patient complications have been reported as a result of this event.